Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse replaced the wash buffer reservoir. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak in connection with their access 2 immunoassay analyzer. The leak was coming from the wash buffer tank. Medical attention was not sought for this event. No effect to patient or user was reported in connection with this event.